Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that previously the clinic noted episodes with noise and brought the patient into the clinic. They could reproduce noise and oversensing on the rv lead with isometrics. The rv lead was reprogrammed, after which, twos was noted. The rv lead was reprogrammed. It was noted there was another lia for short ventricular intervals and high rate non-sustained episodes and the patient was again brought into the clinic to address twos.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. There was a lead integrity alert (lia) for short ventricular intervals and high rate non-sustained episodes. It was noted that the left ventricular (lv) lead was being used to sense ventricular events. Follow up concluded no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.